Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.0mm x 150mm x 150cm, mr coyote balloon catheter was advanced for dilation. However, during inflation at 8 atmospheres for 6 seconds, the balloon ruptured. The device was removed without problem. The procedure was completed with a different device. There were no patient complications nor injuries reported.